Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v061015, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4)implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v061015, implanted: (B)(6) 2007, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4)

Event description:
A consumer reported they had really bad muscle weakness all over for the past few days. Last night, the patient was pressing buttons on their patient programmer and today they felt much better. The patient was wondering if their implantable neurostimulator (ins) was turned off. The patient had no falls or trauma. An appointment with the patient's health care provider (hcp) was scheduled for next (B)(6) . The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-18944.